Event description:
It was reported, the camera head presented error e224 during preparation for use for unspecified procedure.. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Although a definitive root cause could not be identified, the investigation results suggest that the following likely led to the malfunction: the device had a bad cable unit connector, causing error e224. The most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head presented error e224 during preparation for use for unspecified procedure.. There were no reports of patient harm.